Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, serial# unknown, implanted: (B)(6) 2017, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported that prior to the evaluation the patient was able to feel fullness of their bladder. The patient wasn't able to feel the fullness, the patient stated it was like they had already self voided. The patient felt he was retaining urine and hadn't had that before the evaluation. The patient stated they went home and slept for 5 hours. The patient noted they were pleased with the evaluation. The patient was not feeling stimulation so the stimulation was increased and the patient was feeling stimulation in the testicles at a comfortable level. Additional information from the patient on (B)(6) reported he had blood clots when urinating, and on (B)(6) he found an extremely large one. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported they were not feeling stimulation, the patient increased stimulation and was feeling it. Additional information from the patient on (B)(6) reported that his wire was disconnected, but he was able to reconnect it. The patient stated the controller showed ¿settings not available¿. The patient switched from program 1 to program 2 and he received the same error message. The patient changed to program 3 where he was feeling stimulation in his scrotum. Additional information from the patient on (B)(6) reported the wires got disconnected on (B)(6) again and they reconnected them and he felt what he thought was stimulation. The patient stated he didn't really know what stimulation felt like throughout the evaluation and had the implant scheduled for (B)(6). Additional information from the patient on (B)(6) reported he was not able to sleep on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.